Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted (b6) 2018 for wound healing disorder at the driveline exit site. The patient was put on conservative therapy with antibiotics. The event resolved (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient had prior admissions for infection on (B)(6) 2018 (MFR#2916596-2022-01690), (B)(6) 2018(MFR#2916596-2022-01700), and (B)(6) 2018 (MFR# 2916596-2022-01727) manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they were transplanted on (B)(6) 2019. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2015. The heartmate 3 lvas instructions for use (IFU) and patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infecti no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted (B)(6) 2018 to (B)(6) 2019 to control a wound healing disorder. The patient continued conservative therapy with antibiotics and elevated on the heart transplant list on (B)(6) 2019. The location of the infection was anterolateral thoracotomy wound. The bacteria was identified to be cutibacterium ances staphlococus aurus and epidermis.